Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 359-600 mg/dl. The customer's bg was addressed via supply change, manual dose injections, a correction bolus, and then the customer went to emergency room (ER) on (B)(6)2023. Reportedly the customer was going in and out of consciousness while in ER. The customer was treated intravenously with fluids of saline. Tandem technical support did a pump system check and it was found that the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. A discharge date was not provided. The customer continued to use the pump for insulin therapy.